Event description:
In 2009, the patient's father/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultrasmart meter is giving inaccurate control solution results, falling outside the control solution range. On august 6, 2009, this medical surveillance specialist contacted the reporter to clarify information obtained during the initial phone call. During the callback, the reporter indicated that the subject meter is also giving inaccurate high readings. The patient has type 1 diabetes and manages his blood glucose with an insulin pump. The patient tests his blood glucose more than ten times per day. The patient's insulin sensitivity is 1 unit of insulin to 90 mg/dl. The patient's carbohydrate to insulin ratio is 1 unit to 12 grams cho. The reporter indicated that the inaccurate high issue may have started 10 days prior to contacting lfs. The patient was at summer school for the last ten days and would get a few hypoglycemic episodes during this time. On one occasion, the reporter indicated that in the morning at around 8am, the patient took insulin per a blood glucose (unspecified numeric value) that could have been suspected to be inaccurately high on the subject meter. Within 2 hours, the patient was feeling shaky and obtained a blood glucose reading of "60-70 mg/dl" on the onetouch ultramini meter. The patient was given juice and reportedly felt better soon after. On original date, the patient suspected that the subject meter may have been reading inaccurately high for the past ten days when he obtained blood glucose reading on the subject meter that read higher than the freestyle meter's blood glucose reading. The patient reported blood glucose results of "269 mg/dl" with a lifescan meter and "239 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. During this time, the patient obtained control solution results of "127, 128, 130, and 138mg/dl" that was outside the control solution range of "92-123 mg/dl." The patient's insulin regimen and testing frequency has not changed immediately before or after the reported incident. This complaint is being reported because the reporter claimed that the patient had symptoms that can be associated with hypoglycemia after the patient took insulin per the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.